Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 230mg/dl, with irritability, pain, and symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and self treated with insulin via pump. During troubleshooting with customer technical support, it was revealed the patient was making changes to their basal rates. The bolus totals matched but the patient alleged two boluses that were programmed in the pump were not delivered, and were showing in the pump history. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.